Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and she experienced high blood glucose over 500 mg/dl. The customer changed the infusion set and received a no delivery alarm. Customer stated the alarm was resolved after changing the complete infusion set and reservoir and disconnecting and reconnecting the tubing connector. The customer was advised the insulin pump is working as designed and the alarm was caused by a connection issue.